Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation.

Event description:
It was reported partial breakage of the retaining fin during use, oncological evaluation for possible need of new central venous access will be required. Additional information received 04 sep 2024: partial breakage of the fins detected, not sure if leakage happened if the wings broke. Oncological evaluation was requested for any need for new central venous access. No reported exposure to blood or bodily fluids. No further action taken.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged suture wing was confirmed. The product returned for evaluation was one 4fr sl powerpicc solo catheter. Gross visual inspection of the returned catheter found that a longitudinally aligned tear was present on one of the suture wings. The print on the molded joint and luer hub was faded out, suggesting that the catheter had experienced extensive use or had been exposed to incompatible chemicals. Microscopic inspection of the tear found that the fracture surface was granular and the edge was rounded with microtears throughout the edge. These features are indicative of tensile stress. Based on the available evidence, factors which may have contributed to the reported event include use of incompatible chemicals, excessive force, securement technique, and or exposure to repetitive motion. However, there is not enough evidence to conclusively determine a root cause. Therefore, the root cause remains unknown.

Event description:
It was reported partial breakage of the retaining fin during use, oncological evaluation for possible need of new central venous access will be required. Additional information received 04/sep/2024: partial breakage of the fins detected, not sure if leakage happened if the wings broke. Oncological evaluation was requested for any need for new central venous access. No reported exposure to blood or bodily fluids. No further action taken.